Event description:
It was reported via repair work order that the bed lost all motor functions due to fowler being lowered slowly and not engaging reset switch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.